Event description:
Following the uterine cavity assessment, the device would fault and alarm. We attempted to reassess the cavity numerous times and called hologic customer service to troubleshoot, both to no avail. We opened a new novasure handpiece and completed the procedure with no issues.